Manufacturer narrative:
Additional information provided in d.10. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, plunger pushed, trial haptic was straight. The incident occurred during the lading. The tip of the pre-loaded device was not in contact with the patient. The lens was subsequently implanted.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure the lens could not be inserted as the trial haptic was straight. Consequently, the arm missed the haptic and hit the lens. Additional information has been requested.